Manufacturer narrative:
The reported field event of device malfunction was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the whole implantable cardioverter defibrillator system, including the atrial and right ventricular leads were explanted due the allegation of malfunction. No further information was available.